Manufacturer narrative:
During follow-up with the physician, the area is improving, but not resolved. Based on vigilance regulations, an (B)(6) report was filed with (B)(6) authorities for this event. The radiesse lot number was not provided; therefore, the device history records could not be reviewed.

Event description:
A pt was injected with radiesse dermal filler in the nl folds (injection date unk). The pt developed an infection-like area (appears blistered) to the distal left nl fold. The pt was treated with oral and topical antibiotics (fucidin). The area is improving, but not fully resolved. The event occurred in france; radiesse dermal filler is ce marked.